Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)", device dislocation ("other injury (ies) or complication (s) please describe: essure was attached to abdominal wall.") And pelvic pain ("pain") in a 32-year-old female patient who had essure (ess205) (batch no: 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (on (B)(6) 2014 bilateral salpingo-"oophorectomy" and on (B)(6) 2014 bilateral salpingo-"oophorectomy"). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menorrhagia and abdominal pain lower outcome was unknown, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and weight increased had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan vagina: in 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received lot number was added. Event "abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, weight gain, other injury (ies) or complication (s) please describe: essure was attached to abdominal wall, left lower quadrant pain" were added. Severity and lab data was added. Outcome of event " fatigue and dysmenorrhea were updated as recovering and "weight gain, dyspareunia, abnormal bleeding, bladder/ urinary problems" were updated as recovered. Patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('other injury (ies) or complication (s) please describe: essure was attached to abdominal wall.') And pelvic pain ('pain') in a 32-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur. Concurrent conditions included cramp in lower abdomen, dysfunctional uterine bleeding, abdominal pain, libido decreased, irregular periods, substance abuse, urinary incontinence, carpal tunnel syndrome, acute bronchitis, vaginal lesion, painful genitalia (female) and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and oral contraceptive nos. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery ((B)(6) 2014 bilateral salpingo-oopherectomy and (B)(6) 2014 bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menorrhagia and abdominal pain lower outcome was unknown, the vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and weight increased had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 120 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece that broke off'), embedded device ('embedded'), fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('other injury (ies) or complication (s) please describe: essure was attached to abdominal wall.') And pelvic pain ('pain') in a 32-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur. Concurrent conditions included cramp in lower abdomen, dysfunctional uterine bleeding, abdominal pain, libido decreased, irregular periods, substance abuse, urinary incontinence, carpal tunnel syndrome, acute bronchitis, vaginal lesion, painful genitalia (female) and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and oral contraceptive nos. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant pain") and urinary tract infection ("recurrent urinary tract infection"). The patient was treated with surgery ((B)(6) 2014 bilateral salpingo-oopherectomy, (B)(6) 2014 bilateral salpingo-oopherectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, fallopian tube perforation, device dislocation, pelvic pain, abdominal pain lower and urinary tract infection outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia and weight increased had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 120 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. Events added: piece that broke off, embedded and recurrent urinary tract infection. Event outcome updated for: menorrhagia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece that broke off'), embedded device ('embedded'), fallopian tube perforation ('perforation (fallopian tube(s)),'), device dislocation ('other injury (ies) or complication (s) please describe: essure was attached to abdominal wall.') And pelvic pain ('pain') in a 32-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur. Concurrent conditions included cramp in lower abdomen, dysfunctional uterine bleeding, abdominal pain, libido decreased, irregular periods, substance abuse, urinary incontinence, carpal tunnel syndrome, acute bronchitis, vaginal lesion, painful genitalia (female) and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and oral contraceptive nos. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower quadrant pain") and urinary tract infection ("recurrent urinary tract infection"). The patient was treated with surgery ((B)(6) 2014 bilateral salpingo-oopherectomy, (B)(6) 2014 bilateral salpingo-oopherectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, fallopian tube perforation, device dislocation, pelvic pain, abdominal pain lower and urinary tract infection outcome was unknown, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia and weight increased had resolved and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan vagina - in 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.